Event description:
A report was received that a pt experienced seroma and skin erosion at the ipg site. The pt was experiencing pus and purulent discharge, and the ipg was visible through a small hole in the skin. The physician suspects infection, although the physician does not believe that the issue was device or procedure related. The pt underwent a procedure to explant the device. Following the explant procedure, the pt was prescribed augmentin and is reportedly doing well.